Event description:
On (B)(6): customer reports via phone that prior to the start of pt procedures for the day the staff discovered the room was down. Customer reports no back up room available. Procedures were rescheduled. No pt injury to report.

Manufacturer narrative:
Field service engineer (fse) troubleshot complaint and found the console touchscreen was locking up. Customer reports they had recently replaced the console with one they had obtained from 3rd party, (B)(4). Fse explained to the customer that the console was in definite need of replacement since the unit will allow fluoro, but the console screen locks up after first fluoro shot and does not update the info on the screen. Customer told fse they will try to resolve issue with the console they got from the 3rd party, (B)(4). Fse verified all other operations of the system using hut dr service manual (B)(4), sedecal generator service manual (B)(4), huestis collimator service manual (B)(4), and the infimed platinum one tech manual (B)(4).